Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer was unable to interrogate. No software applications were listed on the programmer. The programmer's hard drive was reconfigured and loaded with updated software. It was also indicated that the programmer's power supply was noisy and therefore replaced. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer would not interrogate any device. It was also reported that the device software application list was wiped clean after connection to the software distribution network. The programmer was returned for service. No patient complications have been reported as a result of this event. On (B)(6) 2016: the programmer tested out of specification during manufacturer's analysis.